Manufacturer narrative:
Date of event estimated based on aware date.

Event description:
It was reported that an air embolism occurred. An opticross hd imaging catheter was properly flushed during preparation. However, when the device was introduced, an air embolus entered the patient. Additional information has been requested but has not yet been provided.